Event description:
Device malfunction: none. Time of malfunction: during the procedure. Time of symptoms/ae: post-procedure. Symptoms/ae: surgical removal of device. It was reported that during a stenting procedure of the lica, the catheter tip of the stent delivery system (sds) detached. It was noted that the physician had to cross a very tortuous bovine arch with severe bends to reach the target lesion, however, once across, the vessel was straight with no noted calcification present. The rx accunet deployment and rx acculink stent delivery and deployment were successful. Upon removal of the stent delivery system, the physician did not experience any resistance, but during the filter basket retrieval, he noticed that the distal tip of the acculink catheter had detached. The recovery catheter device could not be utilized because it was pushing forward on the loose part. The physician suspects that the crossing around the severe bend may have attributed to the separation. He manipulated for greater than 2 hrs attempting to snare the loose part or to get the filter to collapse without success. The pt was sent to surgery for retrieval and removal of the detached tip and filter basket. No additional event or pt info is available.

Manufacturer narrative:
Qa and quality engineering were unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.